Event description:
It was reported that the patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited low pacing impedance. No intervention was performed. There were no adverse events on the patient.